Manufacturer narrative:
Product analysis: there was no damage evident to the stent. The stent was positioned on the balloon between the marker bands as per specifications. No damage evident to the distal tip. The pouch of the device was also returned, with the expiry date showing 30-jul-15. (B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. The target lesion was the mid rca. The stent was put into the vessel and at this point it was noted that the stent had expired. The device was removed and another one was used. No patient injury reported. Patient is reported to be doing well.